Event description:
A physician had more than one event with a pt where he needed to replace the tracheostomy tube (size 7 or 8 tube) as the tube allegedly had a narrowing or kinked lumen at the curvature. It was reported that the problem occurs two to four days after tube placement. In one event the replacement was necessary as the pt's oxygen saturation level had dropped and was considered significant.